Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported going to the hospital over the weekend due to elevated blood glucose levels. Patient stated she had been placed on a backup infusion device since that time. Patient reported she woke at 7:45 am on (B)(6) 2011 with insulin leaking all around the seal of the infusion device and the infusion tubing. Patient stated she believed she had tightened everything. Patient reported she changed everything and as she primed, she noticed insulin was again pooling without filling the infusion tubing. Patient stated she had a blood glucose level of 206 mmol/l (371 mg/dl) and ketones of 2.6. Patient reported she has been well since changing to the backup infusion device. No further information is available. Product was replaced and requested return of the alleged product for evaluation.